Manufacturer narrative:
Initial reporter facility name: (B)(6). Device analysis by manufacturer: the returned product consisted of a jetstream xc atherectomy catheter. The device was visually and microscopically examined for any damage. Visual examination and microscopic examination revealed no damages. Inspection of the remainder of the device revealed no damage or irregularities.

Event description:
It was reported that the device became entrapped on the guidewire. The 100% stenosed target lesion was located in a mildly calcified superficial femoral artery (sfa). A 2.1mm jetstream xc atherectomy catheter and thruway guidewire were selected for the atherectomy procedure to treat the occlusion in the sfa. During the procedure, minimal resistance was experienced when advancing over the bifurcation in the sheath. The atherectomy portion of the procedure was completed successfully; however, upon withdrawal, the catheter became entrapped on the thruway guidewire. The thruway guidewire and the jetstream catheter had to be removed together, and a new guidewire was used to complete the procedure. There were no patient complications reported.